Manufacturer narrative:
Concomitant products: 37702 ipg implant date: (B)(6) 2010; 39565-65 lead implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.